Event description:
It was reported that on (B)(6) 2023 a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and the mr was reduced. On the 30 day and 12 month follow-up, the clip was stable on both leaflets. On (B)(6) 2024, the patient returned with recurrent grade 4 dmr, a single leaflet device attachment (slda), and a pre-existing chordal rupture caused by the slda. The patient was symptomatic with heart failure and the posterior leaflet was detached. On (B)(6) 2024, a second clip procedure was performed. An xtw was placed lateral to the slda clip. There was still residual mr, so an xt was attempted more lateral. After a successful grasp the clip was closed and there was a perforation noted in the posterior leaflet. The clip was removed and the procedure was discontinued. The perforation caused by the xt was attributed to the degenerative disease that also caused the original slda. The mr was reduced to grade 3+. The patient will be discharged home with a referral to a surgery consult.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to patient condition due to degenerative disease. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.